Manufacturer narrative:
The device was received, and an evaluation is complete. This evaluation included a visual assessment as well as functional testing. Service evaluation verified a false downstream occlusion. Physical inspection found debris to be blocking the downstream valve pressure plate. The pressure plate travels were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device produced a false downstream occlusion alarm. There was no patient involvement. No additional information is available.